Event description:
An uncomplicated cryo pvi was performed on patient on (B)(6) 2012. Three weeks post procedure, the patient showed acute pericarditis. Patient is now doing well.

Manufacturer narrative:
Bin files were analyzed and do not show system notices or errors. Bin files show that at least 9 injections were performed with the catheter. The device was not returned for investigation. There was no indication of product malfunction. This report will be recorded and trended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.